Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system unable to issue medication. The customer reported that there is not enough quantity to issue morphine btl oral 100 mg/5ml. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue an item. A technical support specialist confirmed that the user was able to issue items. The system functioned as intended after the issue had been resolved by the customer.